Event description:
The first total hip surgery was in 1987. In 2001, the devices were revised due to loosening of the femoral stem and replaced with a zmr stem. In 2004, x-rays revealed that the zmr taper stem broke at the taper body junction. The devices were revised four days later.